Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk. Also, the insulin pump had missing segments on the lcd due to a problem with the lcd board.

Event description:
The customer reported multiple alarms that would not clear. Advised the customer that the insulin pump would be replaced. Nothing further was reported.